Manufacturer narrative:
(B)(4).

Event description:
It was reported, that a pairing issue occurred. Performance data was reviewed. A pairing issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over an hour was found in connection to the reported allegation. The probable cause of the signal loss was determined, to be the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.